Event description:
It was reported that the customer was in the hospital and during the stay, the sensor was being changed. It was stated that the sensor was not released when trying to insert it. The sensor insertion was completed with a serter from the hospital. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new laboratory enlite sensor along with rubber skin. Serter passed per specifications, it inserted and released sensor properly.